Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from march 5, 2019 - march 7, 2019. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye found the unit was returned to the plant containing no fluid in the bladder because the tubing line had been cut by the customer to drain the fluid out of the bladder. The tubing line was subsequently reconnected and functional testing was performed by filling the device with green colored water. During fill, evidence of leak/backflow was observed at the fill port. Subsequent examination revealed the cause of leak/backflow at the fill port was due to a glass fragment measured 0.30 square mm in size, lodged under the device checkband. The reported condition was verified, however no manufacturing process step would allow glass fragment to be introduced near or adjacent to the fill port; the most likely cause of the glass fragment becoming lodged under the checkband is user filling technique. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked at the filling port. The device was filled with 5-fluorouracil and sodium chloride (nacl) 0.9% to a total fill volume of 240ml. This occurred after filling, prior to patient use. There was no patient involvement. No additional information is available.